Event description:
It was reported to philips that the device has a malfunctioning ECG cable. There was no patient involvement.

Event description:
It was reported to philips that the device has a malfunctioning ECG cable. The field service engineer (fse) evaluated the device and found an ECG cable issue. The 3 lead ECG cable set (trunk and grabber) needs replacing. Upon conclusion of the evaluation, it was determined that the 3-lead grabber cable and the 3 - lead trunk cable require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. After replacing the ECG cables the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.